Event description:
Patient in operating room for cystoscopy, left retrograde pyelogram, bilateral ureteronephroscopy, rureter wire removal and left holmium laser lithotripsy and left double j stent placement. When 0.038 angled stiff glidewire was removed from the patient, it was noted by surgeon that the wire was bent and frayed. Olympus. FDA safety report ID# (B)(4).